Event description:
It was reported to sabratek on 5/21 an administration set broke at point where tubing connects to cassette. Patient parents disconnected infusion and re set up infusion, second set aldo broke. On 5/22 patient became septic admitted to hospital early am on 5/23. Patient was admitted to the hospital and remained for 5 days. Patient was discharged from hospital and currently showing no adverse effects.